Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall their blood glucose reading. Troubleshooting was not completed. Customer tried few batteries but the display stated blank. Customer was advised to try new battery. Customer also reported beep anomaly and unexpected restart. Insulin pump will be returning for analysis.